Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error and motor position encoder error. The customer was trying to rewind the insulin pump but the piston did not go down and received a motor error alarm. The customer was unable to rewind the insulin pump due to the insulin pump alarm. Customer's blood glucose level was 291 mg/dl. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the operating currents measurement, self-test, rewind, basic occlusion, prime and displacement test. The insulin pump was received with stuck motor error alarm loop during bolus delivery and motor position encoder alarm confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart error, occlusion and no delivery test due to motor error alarm. No rewind anomaly noted. The insulin pump had cracked reservoir tube lip and minor scratched display window.